Event description:
Initial reporter indicated that they were having communication problems with their programming wand. The wand was able to successfully interrogate but was returned for product analysis. Product analysis concluded that the wand had a confirmed intermittent conductor in wand serial data cable; following replacement with a known good cable, full product functionality was restored.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.